Manufacturer narrative:
A ge representative evaluated the system and performed a filament calibration. The system operates as intended.

Event description:
The customer reported that the live image would go black and the system would display a low ma error message. There is no report of patient injury or death.